Event description:
It was reported when using the relion® pen needle, the customer reported the device experienced the inability to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: consumer reported pen needle clogged during flow check and injecting.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.